Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the start of a routine hemodialysis treatment, the operator inadvertently connected the pt prior to completion of priming the cartridge. Rinseback was not performed resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator inadvertently connected the pt prior to the completion of priming the cartridge. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.